Manufacturer narrative:
Product disposed by hospital and lot number not provided, thus cannot obtain expiration date and device MFR date. Method: product disposed by hospital, thus unable to evaluate device. Results: the device was used in an in-stent restenosis (isr) lesion. Device interference with stent struts or calcified lesions, in such instances, is an anticipated or known possibility.

Event description:
Initial info received: the clinician had a problem with the balloon getting stuck. F/u info received: the clinician used the balloon in an in-stent restenosis (isr) and then took the balloon through the stent struts into a side branch to inflate there. The clinician could not get the balloon back through the stent and finally pulled negative pressure to remove the balloon. There were no pt complications. The hospital has declined to provide the procedural angiogram and catheterization log or report for this case.